Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found there is foreign material on the distal end of the jaw. The ptfe pad (teflon pad) was inspected and found to be lifted at the top half of the jaw exposing metal with charred marks. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe tip unit. No damage to the probe was found. Based on similar reports, a probable cause for this type of teflon pad damage is operator¿s technique in which insufficient tissue is grasped between the probe and the jaw. As part of our investigation, the service center follow up with the sales representative (rep) stating regarding the reported event and was informed that the teflon pad was partially detached. An open circuit error code were observed on the generator. Additionally, the sales rep reported that the device and the connection points were inspected prior to the procedure with no anomalies found. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
The user facility reported that during an unspecified procedure that the thunderbeat failed during the procedure. There were no report of patient injury.